Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing.

Event description:
A customer reported their freestyle freedom lite meter was shutting off during testing. The customer further reported they experienced headache, nosebleeds and chest pain with subsequent loss of consciousness. The paramedics were called and treated customer with intravenous infusion of unknown type. Although the customer was reportedly transported to a health care facility, they were unable to provide information with regards to the diagnosis and treatment rendered at the hospital. The customer was reportedly told to follow-up with their primary physician. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.